Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited failure to capture and failure to sense. No programming changes were made. The patient was stable throughout.